Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. Additionally, the insulin gauge was inaccurate. Customer's blood glucose was 305 mg/dl. Customer loaded a new cartridge successfully.